Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices from each of the pouch lots associated with the reported kit lot with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported conflicting result between rapid antigen assays. Consumer received positive result for quickvue otc. The consumer communicated the result was confirmed negative by another rapid antigen assay. Consumer reported individual tested was symptomatic for a week and quarantined for 14 days.